Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The patient has a history of coronary artery disease and chronic obstructive pulmonary disease. Vessel morphology and aneurysm sizing are unknown. The aneurysm neck was reported to be angulated. The patient was brought to the operating room and prepped and draped in the usual sterile fashion. The appropriate needles, guidewires, and sheaths were utilized. The right and left common femoral arteries were exposed and cannulated. Arteriogram was used to visualize the renal arteries, and the right renal artery was found to be more proximal than the left, which the physician states would provide inadequate proximal limb for a staggered graft to be performed. The decision was made by the physician to modify the bifurcated device to allow for an infrarenal fixation by removing approximately 1 cm of fabric from the stent graft. The sutures holding the fabric in place were cut and the fabric was incised to the second row of sutures and secured with prolene sutures. The graft was reloaded into the delivery catheter. A 22 french sheath was inserted into the right femoral artery, and the bifurcated device was deployed so that the uncovered portion of the stent graft spanned the renal arteries in a suprarenal fixation and the fabric portion of the graft was just below the left renal artery. The contralateral limb was connulated, and a 16 mm diameter x 11.5 cm length iliac limb was deployed. Arteriography demonstrated either a primary proximal leak or a leak through the graft secondary from the imflammation while it was being reloaded into the delievery catheter. The source of the leak could not be determined. The decision was made to place an aortic cuff modified in a similar fashion as the bifurcated stent graft to allow for deployment above the flow divider. The cuff was modified by removing the first stent ring and removing the fabric down to the second stent ring. The modified cuff was then placed at the inferior aspect of the left renal artery, approx 3 mm above the previous fabric line. Arteriography revealed that the graft had migrated proximally about 1 cm from its deployed position. Good flow was noted through the left and right renal arteries and the superior mesenteric artery, and it appeared that the fabric portion of the stent graft covered a narrow portion of the aorta. The decision was made not to manipulate the graft again, and it appeared that the graft was in a safe orientation. A 16 mm diameter x 8.5 cm length iliac limb was deployed on the left side. Balloon angioplasty was performed in stent graft within the right common iliac artery. No distal endoleaks were noted. Final arteriography demonstrated flow through the stent graft with good placement, and that the initial leak was smaller than originally perceived. It was reported that the patient would be monitored. No additional clinical sequelae were reported, and the patient is reported to be fine.